Event description:
(B)(4). My procedure was all covered under my insurance. About a month after I had essure placed I have had very bad abdominal pain. Irregular periods, and also a constant brown discharge. Nassau, vomiting, hot flashes. Mood swings. Depression.